Event description:
Pt called lfs in 01/04 alleging the meter failed two control solution tests. The control solution range is 101-137 and the control results were 239 and 243 mg/dl. The pt reported no high or low blood glucose symptoms while attempting to test. The issue was not resolved with troubleshooting. The meter and test strips were replaced for the pt. No further info has been reported.